Event description:
It was reported that this brady lead exhibited a loss of ventricular capture due to lead dislodgement which was confirmed through xray and lead testing. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.